Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd microtainer® contact-activated lancet that there was a retraction issue, delay or no retraction. The following information was provided by the initial reporter: stage: when the head nurse draws blood. Defect: when blood was collected, it was found that the needle tip of the blood collection device did not pop out. Quantity: (B)(4) pieces. Effects: no effect on patients and users.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2023-01071 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd microtainer® contact-activated lancet that there was a retraction issue, delay or no retraction. The following information was provided by the initial reporter: stage: when the head nurse draws blood defect: when blood was collected, it was found that the needle tip of the blood collection device did not pop out. Quantity: 20 pieces. Effects: no effect on patients and users.